Event description:
It was reported to boston scientific corporation that the day after an anterior pelvic floor repair procedure (in 2008), using a pinnacle pfr kit, the patient complained of pain in her buttock and leg on her right side when standing or walking. The physician consequently removed the pinnacle mesh leg from the patient's right sacro spinas ligament on the following month. The patient's pain was immediately resolved, and her current condition is reportedly "fine."

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the expiration date of the device is unknown. The lot number of the device used is unknown; consequently, the manufacture date of the device is unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.